Event description:
It was reported that pump displayed altitude alarm 21 and customer¿s insulin delivery was suspended, with prior similar issue on same pump within past month. There was no adverse impact to the customer¿s blood glucose level. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.